Manufacturer narrative:
H6: fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during sinus surgery two blades broken and detached from hub region. Procedure was completed with back up device. There was no patient injury.

Manufacturer narrative:
H3: product analysis found device and an open pouch were returned in a large plastic sleeve together with 3 other sealed pouches and one opened and taped pouch. The pouch was open from 3 of 4 sides when returned. Upon return, the proximal end of the inner assembly was detached from the outer assembly. The inner shaft was broken 0.57 inches from the distal end of the inner hub to the broken point. The distal portion of the inner shaft remained inside the outer tube. There were traces of contamination observed on the inner shaft tip and at the proximal end of the inner shaft. During the analysis of the returned device, it was observed that the outer hub was bent and had a white line in the middle of the hub. The traces of indentations were also observed at the proximal end of the outer hub. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.